Event description:
On 05/06/88 the aus device was implanted. On 06/25/91 the balloon and pump were revised. On 07/23/97 the entire device was removed from the patient and a cuff implanted due to "bladder gone off and sphincter not working."